Event description:
It was reported that during a laparoscopic procedure with biopsy, the cannula broke. The tip of the trocar was lost in the patient's abdomen. While searching for the missing trocar tip, a vessel was nicked, resulting in bleeding of more than 500cc. A vascular surgery consult was required to repair the vessel injury. The surgical time was extended by 212 minutes over the scheduled duration, and the hospital stay was also extended, with the patient admitted to the main hospital. The incision was extended by more than one inch. The missing trocar tip was found in the patient's abdomen at the end of the case and was removed. The case was converted to open surgery to repair the vessel and retrieve the missing trocar tip.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the obturator was received inserted into the cannula. Prolonged insertion can cause the duckbill seal to become stretched. The obturator tip was disengaged and received in a sample jar. The cannula and stopcock were intact. Functional testing found that the device failed an air leak test. The product was shipped back with the obturator inserted in the cannula and therefore the length of time it was inserted during shipment may have also resulted in the stretched seals. It was reported that the trocar damaged and component disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when excessive force is applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.